Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot came off outside the pt. A new kit was used to complete the procedure. There were no pt effects. The lot number and event date are unk. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw boot was detached at the tip. There were some signs of usage and some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot came off" was confirmed. A lot history record review could not be performed, as the correct lot number could not be obtained. (B)(4).